Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. The device was found out of specification in relation to the customer reported system error 322 which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the event history log identified system error 322. The reported condition was verified. Visual inspection found the cause was a binding link. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.